Manufacturer narrative:
Investigation has concluded that a component (u4) on the main pcb assembly was temperature sensitive and could cause the reported problem to occur at low temperatures. A more robust component from a different MFR has been selected and verified as a replacement and will be used in all future products. It was also determined that field corrective action was not warranted. Only one field failure has been identified related to this issue since the product was originally marketed.

Event description:
Physio-control is investigating a failure of the device to detect disconnected leads. The potential exists for this failure to result in premature depletion of the battery pack in some devices. There have been no occurrences of this failure reported related to patient events.